Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced insulin flow blocked issue, in which insulin doesn't exit the tubing with the plunger push indicating blockage in the tubing event on 23 may 2026. The site of insertion was on abdomen.